Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2020 through dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/213/67) the device was returned to the factory for evaluation on 12/15/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting device as well as on the cannula. The harvesting device was returned outside the cannula. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it clicked into place with no physical or visual difficulties. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. The jaws on the harvesting device were observed to be intact, no peeling of insulation was observed. The heater wire was observed to be intact, no visual defects were observed. Based on the returned condition of the device, the reported failures "peeled; jaw" and "fitting problem; cannula" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Bisector wouldn¿t pass through channel with device already with scope in it. Had to take scope out advance bisector down channel and then put scope back in. Using term bisector to mean the bipolar scissors we use. After all that, harvested a vein with it uneventfully but noticed a plastic divot sticking up near base of jaws of scissors. Was worried it might have been sharp and could lacerate a vein. Fortunately vein was of excellent quality and had no obvious injuries. The same device was used to complete the harvest. Nothing fell into the patient.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.